Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in (B)(6) (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 1:15pm. The patient's sample was resulted on (B)(6) 2021 at 4:12am; the result was a viral CT value of 35.24 which falls under the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the patient's sample was resulted correctly and any contamination to the patient's sample was ruled out based on the evaluation of the controls and empty wells in the plate. The patient's sample was located on plate-(B)(4) at position c5. Plate-(B)(4) contained four empty wells at positions d10, f3, f6, and f12 - all of which displayed zero human and viral amplification. In addition, plates (B)(4) were extracted together by clas (clinical laboratory assistant). Position c5 was negative on all of these plates except (B)(4), which were repeated for confirmatory results. This shows that the well, c5, was not contaminated as the other plates yielded consistent results. Furthermore, tecan 10 was used to extract plate-(B)(4) using filter plate lot fg4091, tcep lot 020121hm-tc1, wash buffer lot 013021ph-gb1 and elution buffer lot 201712. Tecan 10 was also used to extract plate-(B)(4) using the same reagents and a different pattern of amplification was observed, indicating there was no contamination in the reagents used for extraction. There were no samples on plate-(B)(4) with an extremely low viral CT value, which have a higher potential to produce contamination during specimen processing. The lowest viral CT value surrounding the sample in question was 26.35, which was diagonally across the patient's sample. It is uncommon for samples located diagonally from a sample to be the cause of contamination. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Master mix batch 273 was used for pcr. The customer success team responded to the patient via email on feb 5, 2021 stating that our tests are 100% clinically sensitive and 100% specific relative to the cdc assay. In addition, the customer success team responded to the patient on feb 10, 2021 via email and explained to the patient the sensitivity of curative's covid-19 pcr test. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient's nok (next of kin) reached out to question the patient's positive result. The patient took a monthly test and it resulted in a positive. The next day, the patient's mom, sibling and patient tested again and were all negative. The patient tested again at pediatrician's office and tested negative. The patient's nok emailed in claiming that the patient received a false positive.